Event description:
It was reported that when the screw (66410040s) was finally tightened to most distal screw hole of hmrs straight anch piece 12mm(63674012;) during a distal femoral tumor resection, the screw head broke. The shaft of the screw was left in the patient bone and the operation was finished.

Manufacturer narrative:
An event regarding crack/fracture involving a hip screw was reported. The event was confirmed by the inspection of the returned device. Method & results: product evaluation and results: visual inspection of the returned device noted that device was returned in used condition. The screw head was returned and the shaft of screw was not returned. Screw is observed to be fractured in two parts. Examination of the returned device by a material analysis engineer noted that the fracture observed on the screw potentially due to an overload condition. Post-fracture abrasion was observed on a majority of the fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot. Conclusions: it was reported that the screw broke under the head while tightening. Visual inspection of the returned device noted that device was returned in used condition. The screw head was returned and the shaft of screw was not returned. Screw is observed to be fractured in two parts. Examination of the returned device by a material analysis engineer noted that the fracture observed on the screw potentially due to an overload condition. Post-fracture abrasion was observed on a majority of the fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that when the screw (66410040s) was finally tightened to most distal screw hole of hmrs straight anch piece 12mm(63674012;) during a distal femoral tumor resection, the screw head broke. The shaft of the screw was left in the patient bone and the operation was finished.